Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose and hospitalization. Customer's blood glucose level was over 600 mg/dl. Customer went to the hospital on two separate occasions due to diabetic ketoacidosis. Customer was wearing the insulin pump at the time of hospitalization and was released 24 hours later.